Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The cine bridge pcb and cine hard drive cable were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.